Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n342535, implanted: (B)(6) 2012, product type: adapter. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0454938v, implanted: (B)(6) 2005, product type: lead. (B)(4)

Event description:
The manufacturer representative (rep) reported that the patient had a battery replacement on (B)(6) 2015. The impedances were checked and reported to be fine. Three to four days later the patient had a return of symptoms. The patient then returned on (B)(6) 2015 with abnormal impedances. Another surgery was required to replace the adaptor. The patient was doing fine now. The patient's indication for use was dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.